Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not performing as expected as it did not inflate the cylinders when moving the fluid through the system. A revision surgery was performed to explant and replace the device. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected, leak and pressure tested. Both cylinders passed leakage and pressure testing; however, during microscopic evaluation, it was noted that there were holes in the outer tube from kink resistant tubing (krt) wear in the proximal end of both cylinders. The pump was microscopically inspected, leak and functionally tested. Microscopic examination revealed that the poppet rod of the component was misaligned, causing the fluid to only be able to flow from reservoir krt section; due to that, the pump could not be functionally tested. The reservoir was visually inspected and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the reservoir. Based on the information available and analysis results, the pump poppet rod misaligned could have caused or contributed to the reported clinical observation of mechanical and inflation issues.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not performing as expected as it did not inflate the cylinders when moving the fluid through the system. A revision surgery was performed to explant and replace the device. No patient complications were reported.